Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the reason she had the device implanted was due to having spasm which would cause uncontrollable urination. She was having problems before getting her leads replaced in 2004. She was having a few instances of not being able to urinate or it was heavy and would just flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.